Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. Both cylinders were microscopically inspected and tested for leaks. The first cylinder exhibited wear at fold in the middle, proximal and distal end of its body, along with a hole in the outer tube of its proximal end. In addition, the kink resistant tubing (krt) was worn to the filament. The second cylinder presented, wear at fold in the middle and proximal end of its body, along with broken fabric threads and a hole in its proximal end. In addition, the krt was worn to the filament. None of the cylinders passed the leakage evaluation. The pump was microscopically inspected, leak and functionally tested. No damage or abnormalities were noted upon microscopic evaluation, and no leaks were identified; however, the component did not pass activation test during functional examination. The reservoir was microscopically inspected and tested for leaks. Microscopic evaluation revealed that the component had wear at fold in its shell, and additionally, the krt was worn to the filament. No leaks were identified in the reservoir. Based on the information available and analysis results, the hole and fluid leak identified in each cylinder, along with the pump not passing the functional inspection, could have caused or contributed to the reported clinical observations.

Event description:
It was reported that this inflatable penile prosthesis was not working properly. Two weeks later, a surgical procedure was performed, during which a tear in both cylinders was noted. All components were removed and replaced. There were no patient complications reported.

Event description:
It was reported that this inflatable penile prosthesis was not working properly. Two weeks later, a surgical procedure was performed, during which a tear in both cylinders was noted. All components were removed and replaced. There were no patient complications reported.